Event description:
It was reported to covidien on (B) (6) 2009, that a customer experienced a reaction following use of our heparin syringe. The customer reports that the pt is using a PICC line for IV antibiotics for treatment of klebsiella and (B) (4) secondary to acinctomycosis infection. The pt has been on IV antibiotics for nearly five months and when using her latest batch of heparin flushes, the pt had syncope and was unresponsive with elevated blood pressure immediately after flushing. The onset was so rapid that the pt had the heparin flush still in her hand when she apparently lost consciousness, and was found by her spouse. The pt regained responsiveness after about 15 to 20 minutes with elevated blood pressure and confusion. Pt was completely back to normal approx 30 minutes after event. This event resulted in a call of 911 and emt response.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B) (4).